Manufacturer narrative:
An event of endocarditis, fever, fatigue, chills, body aches, pain, and severe headache post-procedure was reported. Information from the field indicated that the patient was admitted to the hospital with infective endocarditis of the mitral valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical information: (B)(4) portico ng approval study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that the patient was diagnosed with enterococcal prosthetic mitral valve endocarditis. With vegetation also noted on the patient's 25mm portico ng/navitor valve and permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_966 - portico ng approval study, patient site ID: au3691 - 44 (r753619201) it was reported that on (B)(6) 2020, a 25mm portico ng valve was successfully implanted. On (B)(6) 2023, the patient began to experience high temperature, fatigue, chills, body aches, pain, and severe headaches. On (B)(6) 2023, the patient was admitted to the hospital with infective endocarditis of the mitral valve. Intravenous (IV) antibiotics were administered. The valve was not explanted and remains implanted. The patient was reported as recovering in inpatient.